Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.117.103s. Lot number: 113p181. Manufacturing site: (B)(4). Release to warehouse: april 28, 2021. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances or manufacturing irregularities were identified. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal end of left humerus. The surgery was completed successfully without any surgical delay. On (B)(6), it was reported that the screw fixing the distal plate has been coming out. Since the reduction position has also begun to collapse, the surgeon will perform a re-operation on (B)(6) to replace the screw with a new one and fix the fracture by adding a new plate inside. No further information is available. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) 2.7/3.5 ti va-lcp postlat dhp- lat supt 3h/lt/75mm-short-ster. This report is 1 of 2 for (B)(4).